Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of severe bullous emphysema. The biopsied lesion was a small subcentimeter lesion located on the pleura and surrounded with bullae. During the procedure, a moderately size pneumothorax was identified via fluoroscopy; therefore, a 14.5 chest tube was inserted, and the pneumothorax immediately resolved. The procedure was completed without issues related to the ion system. The patient was diagnosed with a fungus and hospitalized for a total of 2 days, then discharged home.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.